Event description:
It was reported that customer received no delivery alarms. Caller states that insulin was hard to push through tubing. It was also reported that keypad was not responding. Customer's blood glucose was 340 mg/dl. After troubleshooting, caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switch. No further testing could be performed due to no button response. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.